Event description:
At approx 18:20 while pt having coronary bypass surgery, surgeon noted dark blood at graft site. Surgeon inquired as to the o2 reading on the cdi monitor. Reading was 245, o2 100, pco2 42, ph 7.38, svo2 74%, h&h 11/35. Gas drawn from graft site. Blender settings at the time were 80% o2 with sweep 3.5l. O2 increased to 100% decision made to come off bypass. Off bypass at 18:25. Pt was ejecting with bp mean of 56. Anesthesiologist also began to ventilate the pt prior to coming off bypass. Gas results (drawn from graft site as noted above) read ph 7.35, pco2 46, po2 44, be (-) 0.6, o2 sat 76.2%. Pt off bypass without incident and transported to ICU. Oxygenator, reservoir, artrial filter, biocase all saved for further examination.